Event description:
(B)(4). I was implanted in 2007. I was never tested for nickel allergy. I was talked into this procedure by my ob/gyn. I went in wanting my tubes cut because I was certain I no longer wanted children. Throughout the years I became having lots of pains and aches, especially abdominal pain. I saw many doctors with no answers to my aches and pains until I started to have problems with my hand which swelled up on me. I then finally decided to see a rheumatologist which diagnosis me with undifferentiated connective tissue diseases. For almost 3 years I still suffer with abdominal pain, rashes with swelling with really no explained reason. For years I also continue to come out positive for hematuria in my urine. This lead to renal biopsy which thankfully is negative for lupus disease which also has come back positive as active antibodies for approximately 3 years now. Throughout the years going from doctor to doctor I decided to see an allergist and its there where I find out I'm allergic to nickel. The main component that the essure devices is made of. For years this FDA device made me sick and today I'm (B)(6) home recovering from a partial hysterectomy with hopes of being pain-free and being normal again. This device was approve by my insurance in 2007 but it took me becoming my own investigator to prove that the essure device was making me sick. Here's a list of all things that I suffer with since implanted with the essure devices; hysterectomy, auto-immune, vertigo, brain fog, vitamin d deficiencies, heart palpitations, fatigue, pain, allergic reactions, extreme bloating, breast pain/ tenderness, dizziness, anxiety, unexplained fever, hair loss, rash, joint and back problems, abnormal menses and sexual dysfunction.